Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Medical records show the patient was revised again on (B)(6) 2013 for a failed liner. After reviewing the operative note it showed the patient had a broken lip of the liner and a malpositioned cup. A acetabular cup and unknown liner are being reported. Update 7/29/15-pfs and medical records received. After review of the medical records for MDR reportability, a correct doi was provided for the liner and part/lot was provided for the liner. The complaint was updated on: (B)(6) 2015. (B)(4) is a reopen of (B)(4) due to receipt of new information. Update 13 apr 2018. Pinnacle pfs, ppf and medical records received. In addition to what was previously alleged, pfs alleges pain and difficulty of walking. Ppf alleges of loosening of the cup. After review of medical records for MDR reportability, operative reported dated (B)(6) 2013 that there is a plastic debris where the lip of the constrained liner had broken. It was also reported that the head and locking ring was removed. But there was no reported in the operative report that the cup was loosed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: h6 (patient).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges bone fracture, loosening of the stem, metal wear, metallosis and elevated metal ions.